Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens due to the lens would not center. The lens was removed with no patient injury, no larger incision. The reporter stated there was no posterior or anterior tear and no vitrectomy. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
(Lens would not center). Evaluation codes: method - (other): results - (other): visual inspection of the returned product found one haptic torn, with a piece torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (other): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.